Event description:
It was reported that when exporting via dicom rt separate beams from brainlab-iplan into varian aria/eclipse, planned monitor units (mu) will be altered in one case by 50mu in eclipse. This does not occur when exporting plans through the same process. The customer reported the occurrence to both brainlab and varian. No patient was being treated at the time. No reports of misadministration or serious injury is reported.

Manufacturer narrative:
No patient was being treated at the time. No reports of serious deterioration in the state of health is reported. The information provided indicates that this issue, should it recur, may lead to a misadministration or serious injury. Though it has not yet been determined which product (brainlab vs. Varian) is suspect to creating the anomaly. Investigation of this incident is still in process. Dicom data (reference CT images, structure set, plan and doses) requested from customer site. The issue is being evaluated to further mitigate this reported incident. Additional follow-up to this MDR is expected.